Event description:
During an incident in 2002 involving an unknown pt in cardiac arrest, this unit reportedly shocked twice. CPR was in process when the crew arrived. The pt was shocked twice before als arrived. The customer's service tag states "malfunction in 2002. Would not turn on."